Manufacturer narrative:
Age at time of event: 18 years or older. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 09:27 am CT. The report number is being corrected from: 2134265-2018-64393 to: 2134265-2018-64142.

Event description:
It was reported that the burr was stuck in the artery a rotablator rotational atherectomy system was selected for use. During procedure, high level of resistance was felt within the coronary artery. The burr to became stuck within the artery for a short period of time. The entire system was then skillfully removed from within the patient, causing no harm to the patient. The resistance was mentioned to be due to the anatomy and amount of calcification within the lesion and not with the device or equipment used. No patient complications were reported and the patient was stable post procedure. It was further reported that the burr had been pulled out and was followed by implanting a stent in the vessel.

Event description:
It was reported that the burr was stuck in the artery. A rotablator rotational atherectomy system was selected for use. During procedure, high level of resistance was felt within the coronary artery. The burr to became stuck within the artery for a short period of time. The entire system was then skillfully removed from within the patient, causing no harm to the patient. The resistance was mentioned to be due to the anatomy and amount of calcification within the lesion and not with the device or equipment used. No patient complications were reported and the patient was stable post procedure.